Manufacturer narrative:
Per good faith effort (gfe) response, the customer declined to pay for repairs. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per gfe response: issue was not in clinical use.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure accuracy failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a proximal pressure accuracy failure occurred. Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6).